Manufacturer narrative:
A pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be performed. Three intraprocedural fluoroscopic still images were submitted for review. Two fluoroscopic images of valve load inspections were provided and demonstrated misloads. The first misload showed evidence suggestive of a possible bent outflow strut, while the second demonstrated an inflow crown overlap extending beyond node 4. Images confirming an acceptable load prior to the valve implantation attempt were not available. One image of the partially deployed valve demonstrated an infold. Based on the available evidence, the observed misload may have contributed to the infold; however, due to the limited imaging provided, a comprehensive analysis could not be completed. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a transcatheter aortic valve was being loaded by a trainee nurse prior to implantation when a misload occurred due to misalignment of the loading system and the delivery catheter system (dcs) when crimping the inflow portion of the valve. This occurred with another valve, loading system and dcs as well. A new valve was loaded using a new compression loading system (cls) and dcs. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated b.5, d.4, and h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was loaded and fluoroscopy identified a mis-load. The second valve was loaded and fluoroscopy identified a mis-load. The valve was attempted to be implanted anyways and an infold was noted during deployment. A new valve was successfully loaded and implanted.